Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, they experienced failure when implanting the iol, after inspection the doctor proceeded to implant the iol and already inserted it into the incision, the iol was hit by the plunger, but iol did not come out of the device. The doctor completed the surgery with another iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced at the nozzle tip and is advanced over the lens. The lens is advanced at the wound guard and is damaged. Photo review: photo provided shows company device. The plunger is fully advanced outside the tip of the nozzle and appears to be advanced over the lens. The lens is advanced at the wound guard. We are unable to determine the root cause for the reported complaint "the iol was hit by the plunger and did not come out ". Plunger override observed. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).